Event description:
Customer reported s.aureus isolate oxacillin (ox) mic discrepancy. They obtained oxacillin-susceptible results on the dried pos combo type 20 panel and oxacillin-resistant results on secondary methods that were also performed for the clinical isolate. Results were reported to the physician. Pt treatment was not prescribed or altered and there was no report of adverse health consequences associated with the discrepant result being obtained.

Manufacturer narrative:
Evaluation codes: method; routine monitoring of complaint history and performance trends to ensure performance is within claims. Results: clinical isolated has not yet been received from the customer. Conclusions: clinical isolate testing is pending. Overall oxacillin performance of dried pos panels is acceptable. The cause of the failure is unk.